Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners are causing recession and their dentist has ordered them to discontinue aligner treatment.